Manufacturer narrative:
Events of aortic regurgitation and a leaflet tear were reported. Gross morphological, tissue orientation and histopathological examination revealed leaflet 3 was torn at stent post 1. Leaflet 3 contained thinning and a loss of collagen fibers at the tear site. A small portion of tissue along the tear site was oriented in a radial direction. As the tissue moved toward the top of stent post 1, the tissue fiber orientation transitioned to a circumferential direction. A high stress region of tissue was observed at the top of stent post 1 and into the free edge portion of leaflet 3. The midportions of all three leaflets were pulled downward, toward the bottom stent ring of the valve, consistent with the intensified stress on the free edge of the leaflets along the top of the stent posts. A thin layer of fibrin was observed on all three leaflets. No acute inflammations or significant calcifications were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported tear is consistent with the recessed midportion of all three leaflets, compounded with the stress along the free edge of leaflet 3 at stent post 1 which distorted the collagen and caused the tissue failure which propagated along stent post 1 to the base of leaflet 3.

Event description:
On (B)(6) 2016, a 25mm trifecta valve was implanted. On (B)(6) 2018, tee revealed severe aortic regurgitation. On (B)(6) 2018, patient presented with acute onset diastolic congestive heart failure symptoms. Tee revealed central leakage at the non coronary leaflet. On (B)(6) 2018, the 25mm trifecta valve was explanted. The physician observed a perforation along the nadir of the non coronary leaflet. There were no signs of active infection, vegetation, or abscess. A 23mm trifecta gt valve was implanted after subvalvular pannus scar tissue was sharply debrided. During explant, bilateral pleura effusions (moderate to severe) was drained and open thoracotomy tubes (chest tubes) were inserted for management. The patient is reported stable. The patient has a past medical history of pulmonary artery hypertension, cerebral vascular accident, hyperlipidemia, essential hypertension, and gastroesophageal reflux disease.

Event description:
On (B)(6) 2016, a 25mm trifecta valve was implanted. On (B)(6) 2018, tee revealed severe aortic regurgitation. Preoperative tee revealed central leakage at the non coronary leaflet. On (B)(6) 2018, the 25mm trifecta valve was explanted. The physician observed a perforation along the nadir of the non coronary leaflet. There was no signs of active infection, vegetation, or abscess. A 23mm trifecta gt valve was implanted after subvalvular pannus scar tissue was sharply debrided. The patient is reported stable. The patient has a past medical history of acute diastolic congestive heart failure, pulmonary artery hypertension, cerebral vascular accident, hyperlipidemia, essential hypertension, and gastroesophageal reflux disease.